Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The pump had intermittent button response due to flattened dome switch buttons. The pump also had a broken reservoir tube lip, a cracked reservoir tube window, a cracked case at the display window corner and minor scratches on the lcd window.

Event description:
Customer reported that the insulin pump returned a battery out limit after a battery change. Customer also reported that the insulin pump's act button was unresponsive. Customer also reported that the insulin pump's reservoir compartment was cracked. Blood glucose level was not provided. No further information was provided.